Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the false detection of a loaded set. The device was operating out of specification. The reported symptom is consistent with a stuck lower hook switch. The lower auxiliary, containing the lower hook switch, was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed to unload a set when no load set was loaded. There was no patient involvement.